Manufacturer narrative:
No pt was involved in this concern. The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that the s7 system is operating slow and that it freezes up and exits the synergy cranial application. There was no pt present.